Event description:
The customer reported two separate events with two different gastrovideoscopes, where at the end of the procedures, it was observed that the patient's abdominal cavity was not inflated. The intended procedures were continued and were successfully completed. Following the procedures, the air supply and water supply were checked and there was no flow. When liquid was sent through the gastrovideoscopes, a blood clot came out from the inside of the nozzle. There was no patient or user injury reported due to the events. There are five possible air/water valves (maj-1444) that were potentially used with the gastrovideoscopes. There are five separate complaints and corresponding medwatch reports for the air/water valves. There are two separate complaints and corresponding medwatch reports to document the events with the two gastrovideoscopes. This report is for the first maj-1444 on the medwatch with patient identifier (B)(6). The second maj-1444 is being reported on the medwatch with patient identifier (B)(6). The third maj-1444 is being reported on the medwatch with patient identifier (B)(6). The fourth maj-1444 is being reported on the medwatch with patient identifier (B)(6). The fifth maj-1444 is being reported on the medwatch with patient identifier (B)(6). The issue with the first gastrovideoscope (gf-uc240p-al5) from which the blood clot was observed coming out from the nozzle, is being reported on the medwatch with patient identifier (B)(6). The issue with the second gastrovideoscope (gf-uct260) from which the blood clot was observed coming out from the nozzle, is being reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The suspect device was sent to olympus for evaluation. Inspection and testing confirmed that the packing had cracks. It was confirmed that the air supply and water supply did not come out. No blood adherence or lumps could be confirmed on this product. When connected and operated according to the instruction manual, there were no abnormalities other than the above. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the investigation, it is possible that the reported event occurred due to the following: -since there were cracks in the packing of air/water valve, airtightness was not maintained in the valve and pressure increased. We surmised that this was the reason why negative pressure was applied to the nozzle, and a blood clot was sucked and clotted during procedure. We could not identify the cause of the cracks on the packing. Since the damaged part of the subject device was a size that could be visually observed, we surmised that this could be detected at the pre-use inspection. A definitive root cause cannot be identified. This issue is covered in the instructions for use: 3.3 preparation and inspection of accessories inspection of the air/water and suction valves 1. Confirm that the holes of the valves are not blocked (see figures 3.7 and 3.8). 2. Confirm that the valves are not deformed or cracked (see figures 3.7 and 3.8). 3. Check for excessive scratching or tears in the air/water valve¿s seals (see figure 3.7). Olympus will continue to monitor the field performance of this device.